Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that cartridge air bubbles were observed in the infusion set tubing. It was reported that the customer experienced an elevated blood glucose (bg) level of 500 mg/dl. Cause was not known. A manual injection was administered to address bg. Reportedly, the customer replaced the cartridge and primed the tubing to address the issue.